Event description:
It was reported that the programmer radiofrequency (rf) head intermittently does not communicate with devices. It was also reported that an error message occurred when trying to use the programmer. The rf head and programmer were returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the programmer powered up with a system error. A printed circuit board was found electrically out of specification. The hard drive rattled when moved. (B)(4) intermittent telemetry was observed. The cable was found out of electrical specification.